Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2015. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient complained of fast heart rate, palpitations, and feeling badly. The right atrial (ra) lead was possibly fractured which caused the lead to exhibit high impedance and oversensing. The lead was capped and replaced. The oversensing of the lead caused the implantable pulse generator (ipg) to have inappropriate detection/mode switch and tracking. The device remains in use. No patient complications have been reported as a result of this event.